Event description:
It was reported that the insertable cardiac monitor (icm) was interrogated and found to be in backup mode. No intervention was performed. There was no patient involvement.

Manufacturer narrative:
Customer complaint of inappropriate and unexpected reset was confirmed. The device was received in reset conditions with battery voltage above elective replacement indicator (eri). Device was recovered from reset condition. Further electrical testing was performed, and backup operation was reproduced at cold temperature which is consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.